Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: chest pain: unable to observe as it is not related to the device. Rupture: observed broken on radius side assessed as surgical impact opening. Shell thickness within specification. As per the investigation procedure, non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The patient and husband reported right side rupture and pain. Rupture was suspected with mammogram and later confirmed with MRI. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and pain. Healthcare later confirmed rupture. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.